Event description:
Customer reported pump cassette was leaking. Upon eval the cassette was found to exhibit a "free flow" condition. This malfunction could create an over-infusion condition that would not be obvious to the user. There were no reports of any adverse pt events associated with this malfunction.